Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 326 mg/dl. Trouble shooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer later called back stating she did not feel comfortable using the insulin pump and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.